Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect and stimulation felt fainter than usual. She has pain in her pocket. She hit the ins on the couch yesterday and has been in a lot of pain since. It was noted that she was traveling. Add'l info has been requested.